Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was since "probably a month or two ago" the recharger antenna had been heating up while charging the implanted neurostimulator (ins). Pt also said that since last wednesday or thursday, pt had been "getting low and high, but the ins was not charging and controller was not showing a percentage" (patient services specialist confirmed with the pt that they were entering passive recharge mode, but were not advancing beyond passive recharge mode). Pt also said they contacted their medtronic (mdt) rep via phone after the pt had last contacted mdt on (B)(6) 2021, and mdt rep and the pt performed a battery reset on the controller and mdt rep advised the pt to allow the controller controller battery pack "to drain all the way down." Pt said "nothing had worked" since last wednesday or thursday. Pt said they also contacted mdt rep yesterday via phone "when they could not get through to patient and technical services" yesterday, and the mdt rep suggested the pt "wear the belt to charge." Wearing the belt to charge did not resolve the issue. Pt also mentioned they could not get their ins charged past 50% and mentioned the "controller was not holding a charge" during the call (pt later clarified that the controller was draining quickly because of the issue with the recharger antenna). Pt also mentioned the "battery pack was not completely charging (patient services specialist (pss) understood that the pt was referring to the earlier comment about the ins not charging beyond 50%). Pt mentioned the controller had been draining quickly because of the recharger antenna issues "several times since the call to mdt on (B)(6) 2021." Pt mentioned that the "battery did have it's issues" (pss understood the pt was referring to the ins not charging beyond 50% because of the recharger antenna issues). Pt mentioned they charged their ins once a day for 45 minutes, and the recharger antenna had gotten "hot before" since about 1-2 months ago, but never to the extent the recharger antenna got hot since last wednesday or thursday. The pt mentioned the recharger antenna "almost burned them."

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4), h3: analysis of the recharger 97755 intellis rtm (s/n: (B)(6) revealed no issues with the device or its ability to charge the ins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: evaluation summary updated analysis of the recharger 97755 intellis rtm (s/n: (B)(6)) revealed fail t6030 (rms voltage at the h field probe), suspect rtm recharge coil defective; and found no issues with finding or charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary updated - analysis of the recharger 97755 intellis rtm (s/n: (B)(6) revealed fail t6030 (rms voltage at the h field probe), suspect rtm recharge coil defective; and was able to find the ins, but not able to replicate the rm04 error code. H6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.